Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. During power-up the unit on the battery power only, the breath unit (bd) alarm liquid crystal display (lcd) array would flicker, and it would fail. However, it could power up when connected to the alternating circuit (ac). The cse replaced the battery pack to correct the issue. Unit will successfully power-up on battery power now. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator generated a "vent inop" message. There was no pt involvement.